Event description:
Cryo probe opened and plugged in for ion bronchoscopy on this patient. The catheter "exploded". Catheter was not in the patient. Staff said it was louder than a gunshot. The tubing is split where it exploded. We have the catheter and machine at the front desk in endo.